Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The wife reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 250 mg/dl. Customer treated their blood glucose with a manual injection. The wife stated the customer had a low blood glucose incident two years prior that required medical intervention. Customer was not hospitalized during this incident. Troubleshooting also found the drive support cap on the customer's insulin pump was sticking out. The wife declined to check for leaks and the presence of air bubbles during troubleshooting. Troubleshooting could not be completed because the customer already completed a set change. The wife declined to return the insulin pump for analysis.